Manufacturer narrative:
(B)(4).this complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of a system error 2240/2367 (air in set) occurring on the homechoice (hc) during peritoneal dialysis, dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr reviewed the alarm log, found there were no unused lines, and found the hp did not disconnect prior to the system error. The tsr advised the hp to let their registered nurse (rn) know about the alarm there was patient involvement. No patient injury or medical intervention was reported.